Event description:
It was reported that during a peripheral intervention procedure, the marker was not aligned. A cutting balloon catheter was selected to treat a target lesion. During the procedure, it was noted that the marker of the device was off and not aligned. No patient complications were reported.

Event description:
It was reported that during a peripheral intervention procedure, the marker was not aligned a cutting balloon catheter was selected to treat a target lesion. During the procedure, it was noted that the marker of the device was off and not aligned. No patient complications were reported.

Event description:
It was reported that during a peripheral intervention procedure, the marker was not aligned a cutting balloon catheter was selected to treat a target lesion. During the procedure, it was noted that the marker of the device was off and not aligned. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned unit identified blood throughout the balloon and inflation lumen. A microscopic examination revealed an inner lumen detachment at the distal bond. The markerbands had moved distally with the detached inner due to the lumen detachment. A visual examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).